Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, rewind, basic occlusion test, prime test and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. No displacement anomalies noted. We were unable to perform the unexpected error test, occlusion test, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to verify alarm in the alarm history due to history file over written. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 7.8mmol/l. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did received motor position encoder error in alarm history. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.